Manufacturer narrative:
Lot# s10983-061; model# 2025002eu; expiration date 01/31/2013; lot# s10998-227; model# 2025002eu; expiration date 02/28/2013. Device manufacture date (lot s10983): 08/17/2011. Device manufacture date (lot s10998): 09/15/2011. Method: review of the device history records and review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from these lots. Results: review of the device history records revealed no deviations associated with the nature of this complaint. Including in-processing tensile testing of the lots, the products met acceptance criteria for qc release. To date, no other complaints have been reported to lifecell against lots s10983 or s10998. To date,of the of the (B)(4) devices processed for lot s10983, (B)(4) devices were distributed with 9 devices reported as having been implanted. To date, of the (B)(4) devices processed for lot s10998, (B)(4) were distributed with (B)(4) devices reported as having been implanted. Conclusion: internal investigation into the processing history of the lots revealed the devices met qc release criteria including mechanical testing. Although the first device malfunctioned, the report of the patient's "massive cough" along with the size of the bridged defect are contributing factors to the first event. The presence of a bowel leak exposing the device to bowel contents is a contributing factor to the malfunction in the second event. It is not known if the first device was also exposed to bowel contents. Devices were not returned for evaluation.

Event description:
The patient underwent incisional hernia repair on (B)(6) 2011. The repair was a bridged repair with the defect 8-10 cm. No skin closure was obtained, and vac therapy was used. The patient had a "massive cough" on (B)(6) 2011 and it was noted upon the vac dressing change that the device had pulled away from the sutures. The patient was returned to the operating room, had the first device removed, and had a second strattice device placed. Vac therapy was continued. The second device developed a hole and subsequently, a bowel leak was discovered.